Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s sleep/wake button was intermittently unresponsive. The user reported that sometimes tapping the ilet on a table would allow the button to work, and at other times the device could only be woken when placed on the charger. A replacement was arranged. Blood glucose was unaffected. No symptoms, external assistance, or medical intervention occurred.